Event description:
New information notes that noise on the rv lead led to oversensing.

Event description:
It was reported that the patient's right ventricular lead experienced noise. No further information was provided. The patient was stable.